Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The battery charger 1 was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that they found that the battery charger 1 was outside of specifications on the imaging system. No patient was present.

Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue with the board. Charger 1 board did not pass functional testing on the test fixture. Channel d no load and min load were greater than 36vdc, channel e no load was greater than 34vdc. The remaining outputs functioned as expected. The reported event was confirmed.